Event description:
The explanted generator was received and product analysis is being performed.

Event description:
It was reported that the patient is experiencing more seizures and mood changes. Patient has been reviewed for battery replacement. Programming data was reviewed. No additional relevant information has been received.

Event description:
Generator analysis was performed. A visual assessment on the pulse generator pcba, performed at the pa test bench, revealed no visual anomalies. The microprocessor (a1) is the suspected contributing factor to the failure to program. The failure mechanism for the microprocessor (a1) has not been established. The microprocessor (a1) is being sent to vendor for further analysis.

Event description:
Vendor analysis on the microprocessor (a1) was completed and approved. The vendor was unable to reproduce the failure due to equipment problems. No conclusion was reached. Microcontroller was not returned.

Event description:
It was reported a m1000 generator less than a year old was unable to interrogate. Extensive troubleshooting was performed. Three programming systems were used, wired connection was attempted, wand reset, room change, demo generator interrogation; however, a generator reset was not performed. Generator was able to be palpated. The patient still believes he is receiving stimulation and seizure activity had not increased. Programming data was requested, but has not been received. Follow up with physician, it was noted another interrogation attempt was performed and was unsuccessful. As the patient continues to have reduced seizure activity, the physician decided to not perform a generator reset. The physician would like to leave the generator for the time being. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Patient had a generator replacement occur. The explanted generator has not been received to date.